Event description:
Additional information was later reported that a revision was performed and this lead was successfully replaced. The lead was then returned for laboratory analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The returned lead had the appropriate setscrew marks on all three terminal pins. Microscopic inspection of the electrode tip revealed that close to 30% of the mesh screen surface area was covered by calcium deposits. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis determined that the increase in pacing impedance measurements was most likely due to the calcium deposits discovered on the electrode tip. However, analysis was unable to reproduce the reported clinical observation of noise as both conductive pathways for this lead were within specification.

Event description:
Boston scientific crm received information that during a patient follow up, it was discovered that this right ventricular defibrillation lead presented with an increase in pacing impedance measurements over the last three months. The measurements increased from 1800 ohms to 2100 ohms. Pacing thresholds have remained stable. At implant, the pacing impedance measurement was at 800 ohms. Pocket manipulation and isometric movements were performed but no noise was observed and the impedances remained stable. No adverse patient effects were reported. A save all to disk was performed and sent to boston scientific technical services (ts) for evaluation. At another patient follow up, it was noted that the pacing impedance measurement was now above 2500 ohms. The sensing and thresholds have remained stable. In addition, there were several episodes of noise that the device had recorded. However, the noise was on the shock channel only and did not result in the delivery of inappropriate shock therapy or pacing inhibition. No adverse patient effects were reported.

Manufacturer narrative:
Analysis of the data was performed. It was confirmed that there has been a gradual increase in pacing impedances since (B)(6) 2009, increasing from 725 ohms to 2100 ohms. All other lead measurements have remained stable. It was discussed that this gradual increase in pacing impedances could be due to a lead tip to tissue interface or a calcification of the lead tip. It was suggested to continue monitoring this lead until the pacing impedance measurement is out of range for the associated device. However, it there are any indications that the lead performance is deteriorating, lead replacement should be considered or the implantation of an additional pace/sense lead as the shock impedance measurements have remained stable. At this time, this lead remains implanted and in service. No additional information is available. If any additional information does become available, this report will be updated. At this time, this lead remains implanted and in service. If any additional information becomes available, this report will be updated.